Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range shock impedance measurement of greater than 200 ohms. It was noted that no noise was seen, and all presenting electrograms (egms) appeared normal. The health care professional (hcp) was advised to discuss with the patient what was occurring at the time of this event. The shock lead impedance measurements subsequently returned to normal. This lead remains in service. No adverse patient effects were reported.